Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was stated that the carelink reports showed the patient was bolusing at times he should be sleeping. It was stated that the customer is on a sleep medication that has side effects of causing behavior unknown to the pt. It was stated that the reports also did not show all the boluses the customer delivered. Advised the customer to remain on a back up plan until the replacement of the insulin pump arrives. No further info was provided.